Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra link meter does not turn on. The medical affairs specialist was not able to reach the reporter to obtain/clarify information. The reporter mentioned that the product issue started about four days prior in the morning. The reporter alleged that later that evening the patient became ill with symptoms of vomiting, dehydration, and thirst. The patient gave herself an unknown dose of novolog at that time and went to her aunt's house to test on her aunt's meter. The result that evening was 465 mg/dl. It is unknown how long it took for the patient to feel better. The patient has a pump insulin regimen with unknown doses of novolog. It would be helpful to know how the patient normally adjusts her insulin based on the ultra link meter readings and what she did or could have done between the time the meter issue started and the time she felt symptoms. During the troubleshooting telephone call, it was determined that the meter does not turn on either by pressing the power button or inserting the test strip all the way into the port. The patient was using the correct test strips and the patient replaced the battery per the owner's manual. The batteries are correctly installed and the battery contacts were in good condition. This complaint is being reported because it was alleged that the meter did not turn on and the patient felt symptoms indicative of hyperglycemia several hours after the issue began that necessitated treatment with additional insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.